Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room with shortness of breath and a slow escape rhythm. The lead exhibited increased capture threshold, loss of capture and high pacing lead impedance. The pace/sense portion was capped and replaced with a chronic pacer lead. Defib portion of the lead remains active.